Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Functional testing of returned product found no issue with the system. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the event was not confirmed. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
During preparation of the bone cement, the monomer liquid could not be sucked into the cartridge. There was no patient injury or reported delay to surgery. No further information is available at this time.